Event description:
During index procedure the patient had two endeavor sprint rx drug-eluting stents successfully deployed at mid rca. Approximately 14 months post index procedure patient experienced gi bleed with blood found in stool, sigmoid colon cancer was found to be the cause of the bleeding. Patient was hospitalized and underwent rectum laparoscopic anterior resection. Investigator indicated that there was no relationship between the event and the study product. (B)(4).

Event description:
Previously reported tvr occurred 9.5 months post index procedure to treat restenosis and silent myocardial ischemia with one non-medtronic stent implanted. Investigator indicated that the restenosis event was not related to the study device.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (haemorrhage). (B)(4).